Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they haven't used the device in a long time because it was a pain in the neck to charge. Patient said she has gained weight and the belt didn't fit right so they had to sit there and hold the recharger inplace so just stopped using the system. Patient also mentioned they didn't feel like the device was doing a whole lot since implant. Patient stated they could feel the flutter of the wire but they thought if they got the device it would take the pain away so they could stand up straighter and not slumping all the way back down. Agent asked if the device had always been that way and patient stated no, they just didn't like how the charging was on it. The issue was not resolved through troubleshooting. Pt states she has not charged anything recently and will charge the equipment first and then call back for help turning on the stimulation. Agent could not gather serial number as the equipment wouldnt turn on as they were depleted. A request was sent to the repair department to replace the belt. Pt stated that this all started since implant.

Manufacturer narrative:
Product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.